Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump(iabp) had a battery that was not charging. There was no patient involved.

Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Other contact email: (B)(6). Scott contact through phone and stated while unit is plugged into wall outlet, batteries not charging, and battery charge led¿s not flashing. This fse asked scott to unplug unit from outlet. Then, release/unlatch rescue unit and slide out of hybrid cart a few inches. Then, fully slide rescue unit back into hybrid cart. Then, plug unit into wall outlet. This fse asked scott to listen and watch battery charge led¿s. Scott confirmed power supply came on, and battery led¿s now flashing and charging and later confirmed both batteries fully charged. This was a phone fix. No parts used.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11. Corrected fields: e1 (event site email), d9.

Event description:
N/a